Manufacturer narrative:
The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported suction was too low and suction was lost during a lasik procedure. The patient interface was changed and the procedure was completed. No patient harm was noted.